Manufacturer narrative:
UDI - (B)(4); the associated device was returned and evaluated. Visual inspection of the returned device confirms that it had fractured through the lag screw-hole region. A review of manufacturing records did not reveal any abnormalities that could have contributed to this issue. As part of this investigation, the device was forwarded to our research department for analysis. Below are the findings: from the analysis conducted during this investigation, it was concluded that the trigen intertan nail fractured by the initiation and subsequent propagation of fatigue cracking. The fracture most likely initiated on the lateral side of the nail. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the nail could not bear the imposed patient loading, which led to an overload fracture. Fatigue cracking is caused by the nail bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any number of conditions, including but not limited to (1) excessive patient activity levels prior to full bone union, (2) applications of loads in excess of the material¿s strength, and/or (3) poor bone quality. No material deviations in the nail were found during this investigation. A review of complaint history did not reveal any previous complaints for this batch/failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision was performed due to an implant fracture.